Event description:
Consumer called to report pen needle broke off in stomach. Went to doctor who did x-rays and administered a medical agent to numb area. However, the decision that made not to try to remove the needle at that time. Consumer will be following up with doctor.

Manufacturer narrative:
To date, product return has not been received. Unable to confirm any manufacturing issues. Complaint history check run on lot given, yielded unrelated issues for four (4) other complaints. No obvious trends were noted.